Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Right ventricular pace impedance has been out of range high since (B)(6) 2014. Svc defib impedance steady at approx. 55 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016.

Event description:
It was reported that there was high impedance, high threshold and loss of capture on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.